Event description:
Boston scientific received information that this system exhibited noise and high shock impedance measurements. To date, no revision changes have been initiated and no adverse effects reported. The physician has elected to monitor the clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.